Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 169mg/dl. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 05/12/2016. The meter memory was reviewed for previous test result history: (B)(6). She was recently taken off of steroids.